Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval stiff snare was used in the colon to remove colonic mucosal polyps during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the device was too hard and bruised the normal tissue around the lesion. Upon strangulation, they experienced difficulty in cutting the target polyps. The device was too hard, too blunt and too thick that the mucosal muscle layer was injured. The procedure was completed using clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.